Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ battery / (B)(4) / model #: 1650de / expiration date: 2018-12-31, UDI #: (B)(4), return date: 2018-06-1, device evaluation anticipated, but not yet begun, mfg date: 2017-12-31. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was power switching with two batteries. The battery capacity was greater than or equal to twenty-five percent when the event occurred. The batteries were taken out of service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the batteries (B)(4) and (B)(4) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual examination and functional testing. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to communication errors involving (B)(4) and premature switching events due to momentary disconnections involving (B)(4) and (B)(4). As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to momentary disconnections and communication errors between the controller and batteries. Additional products: battery / (B)(4) / device evaluated by MFR: yes. If information is provided in the future, a supplemental report will be issued.